Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. It was reported that the patient had their whole system removed in 2017 because she thought that her body kept getting worse. The patient stated that her evaluation was only 24 hours and that might be a part of it and the lead placement wasn¿t ¿spot on¿. The patient needed to have other surgeries, so the device was removed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient was seeing a neurosurgeon for a scheduled spinal cord surgery. There was an MRI scheduled for the day after the report but they would not get the stimulator to work correctly. It was reported that the surgery was scheduled for (B)(6) 2017 and was directly related to the device or therapy. The surgery was for the patient¿s back which the stimulator was put in for in (B)(6). Pre-operative cat scans and mris were being done for the surgery and not because of a device issue. The patient had an x-ray to look at the location of where the leads were and to see if there was a problem. It was noted that the leads had been originally implanted at t7 or t8 and the x-ray confirmed that they leads had not shifted. When the patient turned up the stimulator to give relief then there was a very sharp and uncomfortable ¿stimulation bulge¿ that went to their right rib. This had been noticed 6 months in and the settings had been changed. About a year after implant in (B)(6) there was no relief, no benefit, it had never really worked correctly, and there were neuropathy symptom issues. It was noted that the patient had seen manufacturer representatives in the past to adjust settings. However, they could never get it to work correctly. There was some relief in their legs but their legs had gotten much worse neuropathy. No further complications were reported.